Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2

Event description:
(B)(4). Event occurred in the united states. The patient reported an incident on (B)(6) 2024 and (B)(6) 2024 involving two infusions set with kinked cannula. The insertion site was in the abdomen and arm. The patient noticed symptoms within three hours of insertion. Customer replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.